Event description:
It was reported that during a radical cystectomy with ileal conduit procedure, the doctor fired the stapler twice without issue on the blue setting. The third time, the stapler wouldn't close or fire. They opened a new cartridge and it was used without incident. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned with the saddle pin disengaged, both bearing were present and attached to the saddle pin. The device was received without a reload present. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be detached. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.